Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had dislodged. It was noted that the lead exhibited high capture thresholds, sensing issues, and high impedance. The lead was explanted and replaced. The patient was in stable condition.